Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional in response to a survey that the package of the internal nasal device was inspected either before or during the surgery. The packaging can be described as discolored, soiled and past expiration date. It was difficult to maintain device sterility when customizing the internal nasal device. The patient experienced serious adverse events following a sinus procedure. The patient developed bacterial infection, fungal infection, biofilm formation, hematoma, respiratory distress, excessive edema, epidermolysis, ischemia of the skin, necrosis, bone/tissue damage, dehiscence, crusting, and headache.